Manufacturer narrative:
The product was returned with the membrane completely unfolded with no blood visible on the catheter. A catheter tubing kink was observed near the y-fitting at approximately 76.5cm from the iab tip. An underwater leak test of the balloon, y-fitting, catheter tubing and extracorporeal tubing was performed and a leak was detected on the membrane approximately 1.3cm from the iab rear seal and measuring approximately 0.1cm in length. The evaluation confirms the reported leak which appears to have been caused by a sharp object. However, we are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), blood was found on the end of the balloon membrane. The iab was replaced with another, but the same issue occurred. A third balloon from a different manufacturer was then used and therapy was continued successfully. This report is for the 2nd iab used. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during the insertion of an intra-aortic balloon (iab), blood was found on the end of the balloon membrane. The iab was replaced with another, but the same issue occurred. A third balloon from a different manufacturer was then used and therapy was continued successfully. This report is for the 2nd iab used. There was no reported injury to the patient.